Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction revision with a 390cc mentor memoryshape breast implant on the left breast, suffered capsular contracture; baker grade IV, post-operatively. As a result, the patient underwent removal and replacement with a 495cc mentor memoryshape breast implant (catalog: 3341302 lot: 6904118 sn: (B)(4)) on (B)(6) 2015.

Manufacturer narrative:
On march 19, 2020, mentor became aware that the patient's ethnicity is not hispanic/latino and their race is white. The appropriate fields have updated. Manufacturer¿s reference number: (B)(4).